Event description:
A nurse from the user facility reports a lens exchange was required four days following the initial intraocular lens (iol) implant surgery. Postoperative examination revealed that one of the haptics was stuck to the lens optic. The pt is doing well following the lens exchange. Additional info has been requested.